Manufacturer narrative:
This report was filed by the manufacturer. Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported while receiving daptomycin 650mg in 50ml infusion at 100ml/hr in the med-surg unit, the silicone segment stretched, then popped, spraying antibiotic. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.